Event description:
Home patient (hp) reported feeling shoulder pain, similar to excessive air, while using the homechoice cycler for apd therapy. Follow up with the hp's wife reveals hp received surgery to remove an aneurysm from his aorta. Wife of hp states hp began encountering pain during apd therapy only after he was released from the hospital post-surgery. Hp's wife states hp received hemodalysis during hospitalization for surgery from 6/10/99-7/9/99 and did not begin using the hoemchoice cycler again until after release from hospital. According to the hp's wife, she felt that hp may have received air either during the surgery or during apd therapy using the homechoice cycler. Hp subsequently requested a replacement homechoice cycler. Follow up with the hp's healthcare professional (hcp) revealed the presence of air in the hp was not confirmed. Hcp does not attribute pain to the homechoice cycler but feels pain may be related to previous aneurysm surgery. Wife of hp states there was no patient injury or medical intervention associated with this incident.